Event description:
Robotic 5mm needle driver was being used to suture. The instrument was holding a 2/0 silk and being used to tie a knot when one side of the needle driver tip broke off. The broken needle driver was not holding the suture needle. The driver was removed from the patient's abdomen and taken off the system. The piece was easily visualized and retrieved.